Manufacturer narrative:
Investigation summary: four 10012241 samples were received without packaging for investigation; three syringes with packaging were also received to aid the investigation, a 10ml bd posiflush syringe full of clear fluid, an empty 20ml bd posiflush syringe with a daratumumab label, and an empty 20ml bd plastipak syringe. The customer reported that the affected samples were from lot: 24075112 and stated that "texium is leaking between the white and green piece." Further information provided by the customer has stated that leakage was observed while priming with saline and there was no patient impact. Moreover, no visible damage was observed with the product. A visual inspection of the returned samples did not identify any obvious product defects or manufacturing issues which could have caused or contributed to the customer's experience. The sample were then subjected to leakage testing by occluding the texium with a stopcock from bd stock, and flushing with air using the returned syringes, whilst submerged under water; three of the samples did not experience any leakage, however leakage of air was observed between the texium and stopcock on one of the returned samples. No leakage was observed from that particular texium connector when there was no connecting device connected to the male luer adaptor (i.e. Not activated). The details of this feedback were forwarded to the manufacturing site for investigation. Following an in-depth failure investigation, their analysis confirmed that the leakage was likely due to an asymmetry inside of the male luer body leading to an incomplete seal when activated. A review of the production records for lot: 24075112 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. As a result of this finding, bd has issued a field safety corrective action (mds-25-5257) for the affected products in the market in order to minimise risk associated with leakage. Furthermore, bd have reworked the mould tool to mitigate the leakage reported, as well as having implemented an enhanced inspection process of texium product to ensure distribution of unaffected product to the market could resume. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 10012241 product in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that the bd texium closed male luer with female cap was leaking. The following information was provided by the initial reporter: texium is leaking between the white and green piece. Additional information received from the customer: please confirm how the fault was identified? When priming. Please confirm the make and model of the connecting product(s)? Texium closed male luer with female cap please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation? No please confirm the exact location of the reported fault within the set? Between the 2 colours on the texium please confirm what substance was being infused during the time of the event? Saline was patient or user harmed? If yes, please explain. No was additional medical intervention/medication required? If yes, please explain. No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.